Event description:
The device was during a pneumonectomy procedure. Reportedly, the instrument would not fire and the jaws were difficult to close. The hospital has reported no pt injury occurred. The surgeon used a new instrument.